Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17dcl, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported infection was confirmed about 2 weeks ago at the ins and lead sites; the strain was unknown. The whole system was removed and will not be returned. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to the conclusion code 92 does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) on 2017-06-30 reported that the symptoms, diagnostics, cause, and weight were unknown. No further complications were reported.